Event description:
The recipient's device was reportedly explanted for medical issues. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient will reportedly not be reimplanted.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured.

Event description:
The recipient reportedly experienced poor performance. The recipient's device was explanted.